Event description:
Hold for ss 12.15. Device report from synthes reports an event in poland as follows:it was reported on (B)(6) 2022, that 4 devices were used during the procedure. The last one at the bottom did not hold completely, the belt in the buckle moved freely in both directions. There was probably too little spring of the patrols in the castle. The other two products were held and the third one jumped by one tooth and looks like to hold. In this situation, the defective product was left in position by two wire loops. This would require the wound to be reopened and reassembled with additional tissue conditioning. These teams do not, according to the surgeon, give the surgeon the confidence. If the patient gets loose, it will be necessary to re-burn or develop infection on unstable bone marrow. This can extend the treatment time by up to 6 months with additional pain. Weglyg surgeon plastic in the product may be degraded by ulfraviolet. This report is for one (1) sternal zipfix cable tie w/needle peek 5.this is report 4 of 5 for complaint pc- (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Postal code 4436.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part #: 08.501.001.05s,lot #: 622p006,manufacturing site: jabil bettlach,release to warehouse date: 17, may 2022,expiry date: 01, may 2027.a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.product was not returned. Based on the informationavailable, it has been determined that no corrective andpreventative action is proposed. This complaint will beaccounted for and monitored via post marketsurveillance activities. If additional informationis made available, the investigation will be updatedas applicable.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.